Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. As the machine is obsolete and repair parts are not available, the machine will not be repaired.

Event description:
The distributor reported that, during the preoperative checkout, difficulty in ventilation was noted.